Event description:
Boston scientific received information that this device was successfully implanted and connected to the chronic right ventricular lead. Initial measurements were within normal range. However after the pocket was closed, measurments obtained revealed a high out of range shock impedance was obtained. In "distal coil versus can" configuration, normal shock impedance measurement was obtained. A decision was made to leave this device and right ventricular lead implanted programmed in that shock vector configuration. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.